Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. The provided imagery was evaluated and revealed the following: a valve with one bent strut was observed to be stuck at the proximal part of the sheath shaft and protruding through liner. The esheath liner was stretched near the strain relief. Esheath liner puncture was observed. Esheath hdpe was damaged on seam at puncture location. The distal tip was opened. The esheath liner was bunched at the distal end. The complaints for sheath does not expand, sheath damage, and liner puncture were confirmed based on the provided imagery. A review of the DHR and lot history was unable to be performed due to unavailability of the device lot number and model number. A review of the manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Image review revealed a liner puncture, with stretch marks observed near strain relief. Additionally, esheath hdpe was damaged on seam at puncture location. Provided imagery shows presence of liner puncture (defined as a liner tear with crimped thv/ds protruding through. Liner stretching next to liner punctured region could be observed. This failure mode may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. Variation in the seam forming process may contribute to the liner not expanding and/or stretching. Per the manufacturing acceptance criteria of (B)(4), a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2" segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). This failure mode occurs when the hdpe outer layer adheres to the etched ptfe liner, resulting in the seam to stretch. However, functional testing was unable to be performed on the complaint device since the device was not returned. When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement and/or cause the liner to become punctured if high push forces are used to overcome the associated resistance. Additionally, provided imagery shows liner puncture and sheath shaft damage. Non-coaxial alignment during delivery system advancement can cause the crimped valve to catch onto the liner and sheath shaft resulting in a liner puncture and sheath shaft damage. As such, available information suggests procedural factors (device manipulation) and/or variable liner expansion may have contributed to the complaint event. However, the sequence of events was unable to be determined, and a definitive root cause is unable to be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in reunion, it was a case with a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, during advancement of the delivery system through the esheath, one of the valve struts became bent. Consequently, it was decided to remove all the devices and prepare a new valve. The outcome was good, and the patient remained in good condition with no adverse outcomes. As per evaluation of the images provided, the following was observed: a liner puncture, the sheath did not expand, and the sheath was damaged.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05580. Investigation is ongoing.